Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colon case, the device jaws could not be re-opened for more applications. The surgeon opened another device of the same type and successfully completed the case. There was no patient injury.

Manufacturer narrative:
(B)(4). One used (B)(4) was received for evaluation. Visual inspection found the knife is trapped and contained within the jaws. The customer reported that the jaws would not open. The reported condition was confirmed. The investigation found the jaws were stuck shut due to the knife is trapped and contained within the jaws. The knife did not extend or retract when the trigger was activated. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be user error.